Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, although the jaws were closed, but they became half open. The surgeon tried to continue using the device, but as the jaws were half open, when being clamping the intestine, the jaws were unable to firmly clamp. The procedure was completed with another device. No patient injury.